Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump found the pump to be in good physical condition. Functional testing included delivery testing. The device passed the tests within published specifications. Customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed the accuracy test by 8.5%. There was no patient involvement.